Event description:
Patient underwent an initial right ankle total reconstruction. Patient presented at the ed six-year post-op with right lower extremity pain and swelling around the ankle with mild radiation to right lower calf. Patient reports still taking daily pain medications. No additional complications are reported at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: ref. 00450004300 lot 62622280 tibial baseplate, ref. 00450002300 lot 11014730 talar component, ref. 00450005300 lot 62969943 polyethelene insert, zimmer osteobond. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 03504, 0001822565 - 2022 - 03505, 0001822565 - 2022 - 03506.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records.   Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.